Manufacturer narrative:
A device history record review could not be performed as the lot number was not reported. There is no allegation that the device malfunctioned, x-rays showed that the shoulder was "normal" and there was nothing remarkable relating to the implants. The surgeon did state that the event was possibly related to the procedure or the device, therefore the most likely cause is known inherent risk of device.

Event description:
It was reported that approximately six months after a successful reverse shoulder arthroplasty, the patient reported shoulder stiffness at the scheduled clinic visit. X-rays showed that the shoulder "looked normal". The surgeon decided to give the patient an injection into the shoulder and possibly related the event to the procedure and the device. No other information was provided.